Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Evaluation of the actual sample confirms the reported leak. The returned sample exhibits a delamination on the polyurethane (pu) potting compound on the cavity ID end of the dialyzer which was found during laboratory evaluation. The delamination in the potting extends underneath the silicone o-ring and compromises the seal between the polyurethane material and o-ring.

Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine alarmed. Test strips were used to confirm the leak. Estimated blood loss was less than 200cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment. Sample is available for manufacturing evaluation and has been requested.